Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited an unspecified over-sensing. No interventions were performed and the patient's condition was unknown.

Event description:
New information received indicated that the oversensing issue was observed during the follow-up device check in the clinic, and no patient consequences were reported.